Manufacturer narrative:
Results: a sample was not returned for evaluation. Retention samples were tested with no stopper pullout or popoff observed. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5089837. Conclusion: bd was not able to duplicate or confirm the customers indicated failure mode.

Event description:
It was reported that the lid of the 13 x 75 mm x 4.5 ml bd vacutainer® glass plasma tube. Lt. Blue bd hemogard¿ would pop off when removed from the tube holder. No injury or medical intervention was reported.